Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was a cholangiogram performed during the procedure? The information was not provided from the hospital. Which firing of the device did this event occur on? The information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? Around bronchus. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, the device fired out of the patient.

Event description:
It was reported that during a laparoscopic pneumectomy, a twisted-ribbon shaped clip was formed. The device was used around bronchial tube. Another device was used to complete the case. There were no adverse consequences to the patient.